Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report #1627487-2013-12898. Reference MFR report #1627487-2013-12899. It was reported the pt's stimulation changed 1-2 days following a lead replacement procedure. The pt experienced unintended rib/abdomen stimulation. The pt is receiving effective stimulation in the right lower body, but is not receiving stimulation on the left lower body. Reprogramming was unable to capture the entire established pain pattern. Follow-up x-rays showed the lead have migrated. Reprogramming was unable to provide effective stimulation for all of the established pain pattern. The physician has discussed options with the pt. The pt has two leads implanted, and one that was explanted on (B)(6) 2013. It is unk which lead was explanted. All possible lot numbers are being reported.